Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified gouges on the taper of the stem, possibly happened during explantation. Heavy gouges are observed on the stem and it is unknown how they happened. Dimensional analysis was not possible due to the damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing of humeral stem. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: areas of bone resorption noted at the lesser and greater tubercle of the proximal humerus. This could be related to absence of bone related to surgical technique, or be related to a chronically resorbed bone. Comparison to postsurgical images would be required to make this assessment. Also noted is a flattened and corticated bone component along the inferior glenoid rim, with differential considerations including deformed glenoid (postoperative), previous injury of the glenoid (healed fracture), or displaced fractured/fragment from the lesser tuberosity. Again, comparison with prior examinations would be beneficial to make this assessment. Limited evaluation of the glenohumeral alignment secondary to positioning. No expected/normal spacing between the middle components of the glenoid and humerus components, although abnormality cannot be confirmed. This is possibly within normal limits. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient has been revised to address pain secondary to osteolysis local to the humeral stem. No further information has been made available at the time of this reporting.